Event description:
The surgeon reported a patient presented with a deep trauma in the right eye secondary to the explosion of a firecracker. The patient had a particle in the temporary superior retina and it was taken out in 2008. A suture was required to close the corneal-scleral wound. Four days later, a posterior pars plana vitrectomy was performed on the right eye. In the same month, endophthalmitis was diagnosed in the operated eye. An intravitreous antibiotic injection was administered to the patient. The patient prognosis is reported as good.

Manufacturer narrative:
The endophthalmitis guide and the article "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn were provided to the facility. Additional info has been requested to assist in the investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. This report was mailed to FDA on: 12/22/2008.